Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, inappropriate auto mode switching episodes due to oversensing were observed. Far-field noise was also noted on stored egm. Noise was reproducible with isometrics. Lead measurements were stable and within normal range. Device is being monitored.